Manufacturer narrative:
(B)(4). It was reported that due to patient experiencing vaginal pain and dyspareunia, mesh was revised in 06/2010. (B)(4).

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00304. The same patient is represented in each medwatch.